Event description:
It was reported that the atrial lead had periodic impedance spikes from the baseline impedance of 700 to 1400 ohms and then returns to baseline. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.